Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the control unit is sticky. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage of parts, and electrical problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the control unit is sticky. There were no reports of patient involvement.